Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
Patient had experienced the loss of therapeutic effect with implantable neurostimulator (ins). Patient mentioned that ins was not working, had no therapeutic relief, went to bathroom constantly and was not feeling any stimulation. Issues had been going on since patient had female part surgery. Patient had "davinci, something laparoscopic, cysto something surgery." And it was not related to medtronic device therapy. Patient was not feeling stimulation as the therapy was not on. At this time therapy was back on but reported issue of no therapeutic relief had not been resolved yet since therapy was just turned back on. Patient programmer (pp) screen would not turn off when they tried to turn it off, but screen eventually did "fade away" and turned off. Pp was functioning as it should now. Patient mentioned that patient programmer (pp) had low batteries, they got replaced. It was advised that low batteries could not turn the ins off. Patient asked if surgery mentioned could have turned the ins off but it could not be determine during call. Patient was feeling stimulation in correct area after increasing amplitude. Patient was feeling stimulation comfortably on 2.3 with pro gram 1. Patient's therapy had been turned back on and they will track symptoms and if patient did not see an improvement, then they would follow up with hcp. Patient had laryngitis and stated that it was not related to her mdt device/therapy, it was due to the weather change, "it took her voice." Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.